Event description:
A tech at the clinic got cidex plus in the eyes. Tech was not wearing personal protective gear when working with the product. Tech flushed the eyes with water for 5 to 7 minutes and saw a dr the next day. There was no damage to the eye; the dr gave eye drops for the irritation.